Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 30's mg/dl. Suspected cause was due to the customer's settings requiring adjustments. Reportedly, the customer lost consciousness due to the bg level. The customer put honey on their gums in an attempt to address bg. Emergency medical services (ems) was contacted and they provided intravenous (IV) of fluids to further address bg. Customer updated their pump settings to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.